Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did confirmed the reported failure. The instrument was found to have the carbide insert broken from one of the grips. As a result the grip became dislodged.

Event description:
It was reported that during central processing, the force bipolar instrument tip was broken. There was no report of patient involvement.